Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient experiencing pain 4 years post op. No real findings on imagining. Cup removed to review behind the socket. Again, no findings behind the socket of significance.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient experiencing pain 4 years post op. No real findings on imagining. Cup removed to review behind the socket. Again, no findings behind the socket of significance. The product and photo of the vent were returned to j&j medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device and attachment lash revision (B)(6) .jpg. Visual analysis of the returned device does not found nothing indicative of a device nonconformance. The delta cer head 12/14 32mm +5 presents slightly scratches at the outer surface, most likely caused by the explantation process. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +5 product code: 136532320 lot number: 9164741 and no non-conformances or manufacturing irregularities were identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +5 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +5 product code: 136532320 lot number: 9164741 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +5 product code: 136532320 lot number: 9164741 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.